Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was that the patient and the physician opted for an upgrade of the device and wanted to take advantage of the improved programming capabilities of such a device.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.